Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# v157497v01, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had difficulty recharging and poor coupling with the recharger. Best recharging practices were reviewed with the patient. When a recharge session was attempted, a poor coupling screen was seen. Repositioning the antenna did not resolve the issue. The antenna locate feature was then used which resolved the issue. The patient saw the implantable neurostimulator (ins) charging status screen with all 8 coupling boxes shaded. It was noted that the first quarter of the ins battery was flashing and was advised to charge as long as they can keeping the antenna right where it was. The patient stopped feeling the stimulation on (B)(6) 2015. The patient saw the stimulation off icon on the recharger. It was reviewed with the patient that they would have to charge the ins to at least 1/4 full before they could turn the stimulation on. The indication for use of the implanted device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).